Event description:
It was reported that the 9800 system workstation will not boot up. It was noted that the workstation stuck on "frame sync" error. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.